Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was over-infusing. There were no reported adverse events.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspected the pump and performed three separate time delivery accuracy test and the pump failed. The customer's reported problem regarding delivery accuracy was able to be duplicated. According to the investigation, three separate delivery accuracy tests were performed; and at least one test was outside the pump's delivery accuracy manufacturing specifications. According to the investigation over infusion caused the reported problem. Service replaced the pump expulsor to correct the reported problem.